Event description:
Obtained ctni (troponin I) result of 0 on a patient with prior results which were elevated. The low result was flagged by delta checks. The sample was repeated with a result of 21. Result of 0 was not reported. Examination of the instrument, reagents and patient sample did not identify any issues. Sample integrity compromised due to fibrin or gel in the original sample is the most likely cause.